Event description:
On (B)(6) 2013, the patient contacted animas to report that he was admitted to the hospital with a diagnosis of dka a month ago. The patient reported that his blood glucose (bg) was up to 700 mg/dl and had symptoms of severely weak, severe lower back pain, nausea and vomiting. The patient stated he was treated with IV fluids and placed on an insulin drip and remained hospitalized for 4 days. The patient mentioned pump therapy was discontinued while in the hospital; however resumed upon discharge from hospital. The patient denied having any additional blood glucose excursions since being discharged from hospital. At the time of the call, the patient reported that the treating physician informed him that the pump was not programmed or delivering insulin correctly. The patient stated that during hospitalization the treating physician changed his I:c ratio from 1u:25g to 1u:8g. The patient verified that setting was still correctly programmed in the pump. The patient also confirmed basal settings were correct. It is not known what the patient¿s I:c ratio was supposed to be prior to the event. This complaint is being reported because the patient was reportedly diagnosed with dka while on insulin pump therapy. Insulin pump use could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.